Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The pacemaker is expected to be returned. Once the product is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this pacemaker had declared elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.